Event description:
Customer reported the panorama telepack had intermittent communications with the panorama central station which may have resulted in a loss of ambulatory telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Mindray svc reps replaced the telepack, reprogramed the replacement, and tested to factory specifications.